Event description:
The customer reported a channel infusing epinephrine turned off several times with a communication error, once in the operating room, once during transport, and once in the patient room in cicu. The system was set up with 2 syringe modules on the left side of the pcu and 2 pump modules on the right side. Both syringe modules turned off. Staff "gave epi spritzers to keep pressure up." The module was changed out and there were no further issues. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.